Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing a cutting failure with the probe during a procedure. The condition of the aspiration is not known. The procedure is completed after replacing the product with another. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a pouch for the report of cutting failure. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The complaint sample was visually inspected and found non-conforming. Foreign matter was observed on the needle. Cut testing was performed and found non-conforming. The cut was choppy. Actuation testing was performed and found conforming. Aspiration testing was performed and found conforming. The probe was disassembled and the components inspected. There is excessive wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend are of the inner cutter. Gouge marks were observed at the cutting edge and several locations along the inner cutter. The complaint evaluation confirms the probe had a cut issue. The root cause for the cut issue and the foreign material observed on the needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excessive usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No specific action has been taken as it appears that the cut issue was due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).